Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call that the insulin pump had a keypad anomaly. The patient's blood glucose at the time of incident was 505 mg/dl. The customer did not mention any symptoms of high blood glucose, and treated with a manual insulin injection. The customer stated that the buttons became unresponsive and the screen scrolled uncontrollably while he was attempting to bolus, and then he received a failed battery test alarm. Troubleshooting was initiated for the keypad anomaly. The customer does not recall any significant events leading to the keypad issues. Customer was unable to clear the failed battery test alarm. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
The insulin pump was received with no button response due to the lcd keypad connector unlocked. No scrolling numbers display anomaly noted. Unable to verify failed battery test alarm due to unresponsive buttons. The insulin pump has minor scratched display window and cracked reservoir tube lip.